Event description:
It was reported that: "twice in the last month, the catheter from this kit has broken off when being pulled out/discontinued. With the most recent occurrence last thursday, the catheter and the internal wire broke off. The patients were consulted with the neuro surgery team and had to go back to the operating room to have the remainder of the catheter removed." Associated complaints: 9680794-2024-00524, 9680794-2024-00523 and 9680794-2024-00525.

Manufacturer narrative:
(B)(4). "New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 06/04/2024 should be re tracted."

Event description:
It was reported that: "twice in the last month, the catheter from this kit has broken off when being pulled out/discontinued. With the most recent occurrence last thursday, the catheter and the internal wire broke off. The patients were consulted with the neuro surgery team and had to go back to the operating room to have the remainder of the catheter removed." Associated complaints: 9680794-2024-00524, 9680794-2024-00523.

Manufacturer narrative:
Qn # (B)(4).